Manufacturer narrative:
Device evaluation: analysis of the fiber revealed that the fiber was broken into two pieces. The charring and melted buffer indicates that the break occurred while energy was being transmitted through the fiber. Since each fiber is 100% tested immediately prior to final packaging during the manufacturing processes, it is very unlikely that the fiber was final packaged in the broken condition. In addition to revealing the correct part number and confirming the lot number of the fiber, the rfid scan also verified that this fiber was power tested as required and met the established dornier power output specifications during production on 04/28/2017. If the fiber would have been broken during manufacturing, fiber power testing (and rfid logging of successful power testing) would not have been possible. It is likely that the distal tip was pushed with too much force against a body structure likely resulting in the break approximately 1 inch from the distal tip. Dornier fibers are fragile and must be handled with utmost care by the user.

Event description:
"Performing a lap kidney procedure and part of hlfdbxs200c laser fiber broke off and fell into the patient. Piece of fiber was retrieved. No reported patient injury."

Manufacturer narrative:
No conclusions can be made since the product was not returned.

Event description:
"Performing a lap kidney procedure and part of hlfdbxs200c laser fiber broke off and fell into the patient. Piece of fiber was retrieved. No reported patient injury."